Manufacturer narrative:
Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was bumped; however, no internal wires were exposed. This condition observed could be related to excessive force or manipulation during the procedure; however, this cannot be conclusively determined. Additionally, the customer provided a picture of the complaint device. According to pictures provided by the customer, the tip of the sheath was observed bumped. Since the soft tip was found bumped, it could be related to the issue reported; therefore, customer complaint was confirmed. It should be noted that product failure is multifactorial. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported there was a visual defect on the distal tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The caller described the defect as a "small bump." The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. There was no patient consequence.